Event description:
It was reported that during a breast biopsy after taking 1 sample for a breast mass, they noticed that the probe would not cut. They changed probes and checked the tubing and were still unable to retrieve any samples. They checked the connections and the dc adapter for the blue connector had broken off. The case was completed and the pt may be rescheduled depending pathology report. Control module being returned for repair.

Manufacturer narrative:
(B)(4). Evaluation summary: the unit was returned to the analysis site due to the probe would not cut, and unable to retrieve any samples. The analysis site per the mammotome service manual performed service tests and found the dc motor adapters broken, confirming the customer's complaint. To correct this issue the site performed the dc motor adapter upgrade. The site also noticed the lcd display would not lock in place, and to correct this issue the site replaced the u-handle. As part of the standard ees service process, replaced the muffler and applied dow corning lubricant to the dc motors, replaced the holster: if board to bezel, and replaced the interface board. Per the mammotome service manual, performed the dc motor adapter upgrade. The device history record has been reviewed and has passed qa inspection.